Manufacturer narrative:
One tacticath¿ contact force ablation catheter, sensor enabled¿ bid curve d-f was returned for investigation for an impedance issue. Short circuits were detected between electrode 2 and electrodes 3 and 4. Short circuits between electrodes 2-4 would not impact the reported impedance issue. The short circuits could not be replicated during further testing and no leaks were detected so the cause of the originally observed short circuits remains unknown. A simulated ablation test was conducted with no impedance anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported impedance issue and short circuits observed remains unknown.

Event description:
This report is to advise of an event observed during analysis, confirming a short circuit on the device.